Manufacturer narrative:
Johannes doescher, benjamin emmanuel, jens greve, patrick j. Schuler, fabian sommer, simon laban, johannes veit, thomas k. Hofmann. Barbed suture in neck dissection: a randomized clinical study on efcacy, safety and aesthetic outcome. European archives of oto-rhino-laryngology. Https://doi.org/10.1007/s00405-024-08869-6. Pages 1-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study compared two methods of subcutaneous closure in patients who underwent neck dissection between 2016 and 2022. One side of the neck was closed with a continuous self-locking, monofilament barbed suture, whereas the contralateral side was sewed with a competitor single knotted, braided suture. The skin closure was performed with staple sutures. There were 68 patients in the study and intraoperative suture breakage occurred in six cases on the barbed suture side. Other minor complications included suture extrusion, bleeding, and wound infection. Seroma was inherent to the procedure.